Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 21, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation and additional information received following a review of the call. The patient claims that the subject meter has been reading inaccurately since he was sent it following previous inaccuracy complaints which he reported to lfs. He indicates that the meter is reading inaccurately high ¿all the time¿ and that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result with the subject meter of ¿160 mg/dl¿ compared to ¿112 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ criteria for accuracy. The patient manages his diabetes with insulin, which he self-adjusts, and metformin tablets. He reported that after obtaining alleged high results, he increased his insulin doses himself and also sought his doctor¿s advice on what adjustments to make. He indicated that on dates/times unknown, he adjusted his lantus solostar from 40 to 60 units and metformin tablets from 2000mg to 3000mg per day. He reported that on an unknown date and time, he developed symptoms of ¿perspiration, sweating, feeling tired and always feeling hungry¿. He indicated that he self-treated his symptoms with ¿sugar, biscuit and [a] fizzy drink¿. He denied using any other device to check his blood glucose levels. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, this complaint is being reported because the patient claims he obtained inaccurately high readings on the subject meter, administered increased medication based on the alleged results and reportedly developed symptoms suggestive of severe hypoglycemia, after the start of the alleged issue.